Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the customer concern. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis but the reported failure could not be reproduced on iesu connected to system. The error logs confirmed the fault occurred in the field. Upon visual inspection, the unit had no significant scratches or dents. The front bezel was in decent condition. The unit was installed onto a golden system and functioned as expected. The event was confirmed based on error log review. A device history record (DHR) review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure as the component involved in the reported event is an external OEM product. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: erbe error c-37, "hf current measurement value too high in on state.", erbe error c-38 "hf current measurement value too low in on state." The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found that the generator works as design with no errors triggering. The erbe generator was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the viodv had error c-37 and the power cycle did not resolve this issue, which is why they want to use an external esu. Site wanted to use an external esu and requested how to connect it. It was explained how to connect the ft10 and confirmed that c-37 and c-38 occurred several times. It was advised him to check the power connection of the viodv and will check if they are not using a power strip cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site restarted vio dv, but the vio dv was exchanged after completion of the procedure just in case if the same problem occurs in the future. The procedure was completed robotically with original configuration. There was no injury to the patient. The procedure was completed robotically with all 4 arms and with same generator. The patient information was not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Fa codes updated from d15 to d14.

Event description:
Refer to h11 for follow-up information.